Manufacturer narrative:
E1 - initial reporter email is (B)(6). The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where it was reported to check battery status, pump does not give alarm when finished (it turns off). The status of the product at the time of the event is "after update". There is unknown patient involvement and unknown adverse event / human harm.

Manufacturer narrative:
Device received on 3/20/2025 additional information: d9. Additional information: e1 - (B)(6). Investigation summary: engineering can confirm the customer¿s claim of the pump turning off and the probable cause is due to the discharge levels being notably lower than for a new battery and/or during infusion and may have malfunctioned and discharged rapidly from level 4 to level 0 in less than 4 hours. Engineering cannot determine if a new physical battery was replace based on the logs. The keypress logs do not show an attempt to perform the corrective action for replacing a battery by performing the biomed [change-battery] actions. The probable cause of the persistent replace battery alarms is due to failing to replace the battery as per the som documentation. Engineering determines the battery should be replaced. Other than this, the pump is operating as per design. Replaced battery, pressed change battery softkey. Pump now doesn't alarm with n56 or n58. Pump passed al pvt and functional test. The old battery was a white text csb battery lot 240421v210.